Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received 7 shocks due to noise. Lead oversensing also observed. The patient was symptomatic to the long pauses caused by oversensing. Later review of manufacturer's database revealed the patient had died (B)(6) 2010. Follow up noted the physician "had the detections turned off so that the patient could pace." After the reprogramming, the patient seemed very stable with no further pauses and consistent capture. The physician was planning on doing a dye study the next week to see where to place another lead, but when calling to schedule the procedure, was notified the patient had died over the weekend after suffering a stroke. There is no allegation from the health care professional that the death was device related. The cause of death has been requested and not received.